Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys brahms pct (pct) on a cobas e 411 immunoassay analyzer. The initial result was 57.0 ng/ml. The repeat result was 0.09 ng/ml. The sample was repeated again with a result of 58.0 ng/ml. The customer reported the result of 58.0 ng/ml outside of the laboratory where the physician has not complained. There was no allegation that an adverse event occurred. The pct reagent lot number was 323638. The expiration date was not provided. The customer had no qc issues or issues with other tests. There were no issues with the other tests run for this patient. It was noted that the humidity inside the laboratory was low raising concerns about static electricity. The field service engineer (fse) visited the customer site to check the instrument. The fse found that the liquid level detection (lld) function of the instrument was not performing normally because the specimen aspiration positioning of the sample probe was not properly adjusted. The fse adjusted the position of the sample aspiration and an ion blower was installed to counter static electricity of the sample cup. Performance testing confirmed there was no abnormality in the operation of the dispensing function. The customer has not complained of any further issues since the service visit. The malfunction is consistent with a misaligned sample probe.